Event description:
A proximal curcumflex artery was treated with a burr for approx two mins of ablation time. While the guide wire was being removed after treatment, the wire became difficult to remove. The guide wire spring tip unraveled and fractured. The distal portion of the guide wire retrieved.